Event description:
During an in-clinic follow-up, the device was found to have entered backup vvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.